Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer holding the cable in place into the charging port. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.